Manufacturer narrative:
(B)(4). The following information was received on (B)(4) 2013: the patient was readmitted to the hospital and was being treated (specific treatment not reported) for the peritonitis. Peritoneal effluent (pd) culture results for the peritonitis events mentioned were unknown to the husband. The home patient was treated with (unknown) antibiotics for both events. The husband stated the cause of death was unknown. An autopsy was not performed and official death certificate is not available. No further information was provided. If additional relevant information becomes available, a follow up report will be submitted.

Event description:
This is report 4 of 4. It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized. The cause of peritonitis was unknown. The patient was treated with unspecified antibiotics for peritonitis. Thirty five days later, the patient was discharged from the hospital. The patient was recovering.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12l13070 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).